Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported per the pt's medical chart review the pt experienced ineffective stimulation. Reprogramming was attempted; however, at that time, it was unk whether or not the issue has resolved. The pt also experienced left leg numbness and left leg burning upon standing. Additionally, it was reported the pt experienced increased pain with standing in place, sitting, and walking long distances. It was also reported the pt's left leg/back pain is worse than right side leg/back pain. Moreover, it was reported the pt's nerves are hypersensitive. The pt has undergone multiple reprogramming at different time intervals.